Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a prophylactic right ventricular (rv) lead extraction, the left ventricular (lv) lead was cut when the physician was freeing the rv lead. The lv lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to melting. The outer insulation of the lead was extrinsically melted but not breached. The outer insulation of the lead developed a cosmetic depression while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.